Event description:
It was reported that the patient's right atrial (ra) lead became dislodged. An ra lead revision was attempted but due to patients unusual atrial physiology it was decided a stable position could not be guaranteed and the physician decided to explant the ra lead and plug the atrial port. The ra lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.